Event description:
Hill-rom baxter centrella beds with pro+ mattresses which were purchased from 2021 -2023 have been identified as having compressed foam inside the mattress. Identified issue on a total of 61 mattresses. This has resulted in a depression of the mattresses increasing risk for patients to have contact with the bedframe and pressure to the skin.